Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter, after making an incision, surgeon used step-needle to insert radially expandable sleeve res into the incision site. Then he took out the step-needle, and inserted trocar into the res. However, the trocar would not go through the res and as he forced to push the trocar into the res, the end-tip of cannula broke off. A small piece that broke off from the cannula fell in the cavity, the doctor recovered it and safely took it out. Another device was used for the case, the incision and or were not extended. Patient gender, age and weight could not be obtained. No patient injury was reported.

Manufacturer narrative:
.